Event description:
It was reported that during a da vinci-assisted hysterectomy with bilateral salpingectomy procedure, the surgeon noticed a small black foreign body inside the patient while taking down adhesions. The following information is unknown: the source of the foreign body, the cause of the foreign body, if the customer was able to retrieve the foreign body, and the procedure outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a universal seal to perform failure analysis. The universal seal was analyzed and found to have tears at the silicon opening at the bottom of the seal measuring approximately 0.165" in length. The broken piece was not returned with the seal.